Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator, right atrial and right ventricular leads were explanted successfully on (B)(6) 2018. The patient was stable during and post-procedure. No further information was available.